Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the there was a scratch on the switch that caused water tightness to be lost. The device evaluation found that the lot number filled in sfdc system did not match the lot number of actual product. The lot number of the product was 31k while the lot information filled in sfdc system is 32k. The needle was not packaged. The black piston of the syringe was detached. Since the lot number filled in sfdc system did not match the lot number of actual product, only physical testing was conducted, and it was determined as a non-quality issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the single use aspiration needle had the distal part of the sheath fell off. The black stopcock of syringe came off and was misaligned. The endobronchial ultrasound-guided fine-needle aspiration (ebus-fna) surgery was completed with another device. The issue was found during the procedure. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.